Manufacturer narrative:
PMA 510k# k210476. Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Numerous attempts were made to try and obtain some information about this complaint, but no information was shared except for the detail in the complaint description that 2 olympus scopes had to be sent for repair following needle damage if any new information is received in the future, then the file will be updated accordingly. The complaint does not relate to a specific rpn but does relate to an ebus needle which are echo-hd-ebus-o, echo-hd-ebus-o-c, echo-hd-ebus-p and echo-hd-ebus-p-c devices. Document review including IFU review. Prior to distribution, all echo ebus-o and all echo-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl prior to distribution, all echo ebus-o-c and all echo-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, which accompanies the devices instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review. Root cause could not be determined due to limited information for the complaint. Several attempts were made to obtain the information, but no information was provided by the customer to assist with identifying the complaint failure. Summary: complaint cannot be confirmed as there is no supporting evidence to assist with identifying the complaint failure. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. As the defect is not confirmed, a risk assessment will not be completed. As per d00213689, rev006, section 5.3 as the product complaint is not confirmed, no risk assessment required as "there is no verifiable failure identified with the device(s). " note: annex e code ¿e2403 - no clinical signs, symptoms or conditions¿ was selected as there is no evidence of any patient involvement.

Event description:
A supplemental report is being submitted due to completion of the investigation on 12-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Please can I log 2 x ebus needles product complaints for (B)(6) hospital. Customer stated today that they have had to send 2 x olympus scopes for repair following needle damage. Date of first occurrence: (B)(6) 2023. Details of needle lot numbers to follow.